Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer experienced stinging sensation upon wearing the lenses for first few days. On the third day, the consumer felt pain upon wearing the contact lens and took the lens off immediately. The consumer visited doctor with photophobia and red eyes was diagnosed with multiple superficial punctate corneal epithelial erosion. The consumer was prescribed with unspecified topical antibiotics and lubricants. The current status of the consumer's eyes was unknown at the time of the report. Additional information has been requested but not yet received.